Event description:
Pt had a port-a-cath placed on 11/4/98. It was noted on 11/13/98 that it was not functioning. X-rays showed that the catheter portion had separated from the reservoir. The pt was taken to special procedures for removal. A 25mm snare was used to retrieve the fractured catheter from the right common femoral vein. Per the physician, there were no complications.